Event description:
It was reported the impedance was greater than 2000 ohms and the patient received 56 inappropriate therapies. The ICD and lead were both explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: battery depletion was normal. Detailed analysis of the lead was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. It was reported the impedance was greater than 2000 ohms and the patient received 56 inappropriate therapies. The ICD and lead were both explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination battery end of life - expected device operated according to specifications impedance, high shock, inappropriate.